Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was observed to be scratched. The iol was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrication, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error; cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone aspheric rao600c batch 104254216 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 104254216. The device was received dehydrated in the blister tray. Preliminary inspection of the returned injector confirmed that the flaps were securely clipped together, and the plunger was fully advanced into the nozzle. Evidence of viscoelastic use was observed within the injector chamber and the nozzle. Upon disassembly, all injector components were examined under 10× magnification. This cosmetic inspection did not identify any damage to the plunger or to the nozzle. The iol was not included with the return. Following visual inspection, the injector was reassembled and a sample rao210t, +23.0 d, +1.5 d lens from rayner stock was loaded and injected in accordance with the IFU. Ophteis fr pro was used to facilitate testing. Injection was successful, with no resistance encountered and no damage observed to either the lens or the injector post injection. Due to the absence of the subject lens, the event could not be verified. Results of returned injector testing confirm that the device performed as intended. No rayone injector fault was found on investigation.

Event description:
On 12th december 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens was scratched during implantation into the eye necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was observed to be scratched. The iol was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrication, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error; cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone aspheric rao600c batch 104254216 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 104254216. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.

Event description:
On 12th december 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens was scratched during implantation into the eye necessitating lens explantation and exchange.